Event description:
In 2008, the home patient (hp) contacted baxter's technical service center regarding a low drain volume alarm that appeared on the homechoice display in drain 3 of 4. The drain volume was 2078ml. The hp was having draining issues and stated the peritoneal dialysis (pd) nurse was working on them. The technical service representative (tsr) bypassed to fill 4/4. The following month, the home patient's nurse gave the following information: the home patient had been moved to hemodialysis due to a hole in the peritoneum. Per the nurse, this hole was a spontaneous event that was also causing the drain issues as the patient was draining fluid into his chest. The patient experienced shortness of breath and pressure in his chest due to the hole in the peritoneum. The patient's symptoms were resolved when he was moved to hemodialysis. It is unlikely the hp will return to pd therapy. The nurse had no further information and stated she did not want to be contacted again regarding this patient, as he is no longer at the clinic.

Manufacturer narrative:
The device was received and serviced before the report of "hole in the peritoneum" was reported. A service history, device history review and event history review has been requested. A follow up will be submitted when information becomes available.